Event description:
Additional meaningful information obtained via follow up indicated that the patient had their entire scs system explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing stimulation with therapy off and believes the ipg is controlling external devices in her home. Surgery may be pending to address this issue.

Manufacturer narrative:
Medwatch number mw5084220.

Event description:
Medwatch form received which states that the patient reported pain and shocks from the spinal cord stimulator when around batteries and her oxygen tank. The shocks continued regardless of therapy on or off.